Manufacturer narrative:
(B)(6). Device manufacture date: unknown. (B)(4). The excimer laser was examined and tested at the customer location by an jjsv field service specialist (fss). The fss checked the system and confirmed the previous issue as the treatment log showed that the treatment ceased after 37 pulses into a 296 pulse treatment. Although, the fss observed the transmission was now back to earlier value, the issue reported could not be duplicated. The fss found the calibration sticks and cleaned the output coupler to reduce gas refill, cleaned l1 and hex. The system was realigned and calibration was required. The fss performed a field service checklist. The system was verified for all modes of operations. The system met jjsv specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
During a laser treatment, the visx laser failed after 37 pulses into treatment on the right eye (od) due to instantaneous fluence drop out. Although, the flap was created, the treatment had commenced with 15 % laser treatment delivered, the procedure was not completed. Through phone support, the surgery center attempted to resolve by resetting the fluence but during the calibrations, the transmission went high and ablation low which could not be fixed remotely. At this time, the patient is still short-sighted and the patient has decided not to continue/rescheduled visx treatment.

Manufacturer narrative:
The manufacturer date was provided as (B)(6) 2002. This follow up has date provided in section device manufacture date. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for excimer laser showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within j&j specifications. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.